Event description:
Tmj left christensen all metal custom joint implanted in 2001, on left side. Now left side has "hererotopic" bone growth and is closing down bite. I'm in constant pain and have been disabled because of the pain, vertigo and dizziness.